Event description:
This is follow up#1 to report on 19/apr/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional hernia¿ surgery and was implanted with strattice device on (B)(6) 2018. The patient underwent a ¿repair of recurrent ventral incisional hernia with removal of old hernia mesh and placement of new hernia mesh with enterolysis¿ on (B)(6) 2022. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿has a stomach bulge.¿ patient ¿suffers from abdominal discomfort after meals.¿ patient ¿is dependent on others to help with daily tasks [they have] difficulty completing [themselves].¿ patient ¿has lifting restrictions and had to adjust [their] physical activities.¿ patient ¿has difficulty bending and walking long distances.¿ patient ¿wears an uncomfortable abdominal compression binder.¿ patient ¿is fearful he will suffer another hernia in the future.¿ the form lists the conditions that were treated were ¿repair of incisional hernias x3 with mesh (strattice tissue mesh)¿ on or about (B)(6) 2018. The patient also underwent ¿repair of recurrent ventral incisional hernia with removal of old hernia mesh and placement of new hernia mesh with enterolysis¿ with approximate dates of treatment between (B)(6) 2022 and (B)(6) 2022. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿ventralight,¿ on 28/apr/2022. The form indicates that this device has not been removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot sp100566 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.